Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced low blood glucose. The customer's blood glucose declined to 50 mg/dl. The mother corrected the customer's blood glucose with juice. It was also reported the customer was unable to remove the battery cap on the insulin pump. The mother stated the battery cap was damaged. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.